Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually, and functional testing was performed. The complaint was confirmed. The root cause is attributed to the manufacturing process. A review of the device history record was performed, and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the hemodynamic monitoring of a patient, the pressure monitoring set was found to be leaking at the side of the extraction port. The pm set was exchanged for a new set and the monitoring successfully completed with no adverse patient consequences.